Event description:
Litigation alleges the patient suffers from pain and difficulty ambulating.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd 05/29/2014 - pfs and medical records received. Part/lot information received. Pfs also alleges high metal ions and swelling. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain and difficulty ambulating. Update rec'd 5/29/2014-pfs and medical records received. Part/lot information received. Pfs also alleges high metal ions and swelling. There is no new additional information that would affect the existing MDR decision. Update 02/03/17¿ medical records received. After review of the medical records for MDR reportability, the medical records indicated the patient also suffered from instability and catching/ratching. Lab levels indicated the metal ion levels are below 7ppb. There is new information that would change the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2017: legal medical records received. In addition to what was previously alleged, pfs alleges meniere's disease from the high chromium and cobalt levels in the blood. After review of the medical records, an effusion was noted in the revision notes.. This complaint was updated on (B)(6) 2017.

Event description:
Legal medical records received. After review of the medical records for the MDR reportability, examination notes reported an increasing discomfort and trochanteric bursitis before primary surgery. This complaint was updated on (B)(6) 2017.

Event description:
Update aug 25, 2017: medical records received. After review of the medical records for MDR reportability, pathology report stated chronic inflammation. This complaint was updated on: sep 15, 2017.